Manufacturer narrative:
The motor error alarmed during the prime/compromised force sensor system test due to a corroded on motor home switch. They were unable to verify the compromised force sensor system alarm due to the motor error. The pump was received with a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 14 mmol/l. Customer received 6 alarms since (B)(6). Customer agreed to replace the pump.